Event description:
It is alleged that a "burn" occurred around the lip area. The extent of the alleged burn is unknown. It is also alleged that dermabrasion was performed. No info as to the extent, type or severity was provided. In 1997, attempt was made to obtain further info but was unsuccessful. No problem reported relating to the device.